Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2017. 503458, lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent oversensing noted after anti-tachycardia pacing therapy on a ventricular fibrillation (vf) episode. Follow up concluded no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.